Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a shocking sensation at his amputation site. He felt the shocking about once every five minutes including when the implantable neurostimulator was turned down to 0v and was turned off. Additional information has been requested, a follow-up report will be sent if additional information becomes available.